Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during the loading process, a loading defect was observed during the visual and fluoroscopic check and a misload was identified. The valve, delivery catheter system and loading system were updated and loaded again. During the implant, prior to valve placement, frame distortion was noted. It was reported that the misload and frame distortion were related to the new valve loader. A new delivery catheter system (dcs) was used to implant a new valve. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.